Event description:
It was reported that this right ventricular (rv) lead exhibited a helix anomaly when attempting to reposition in the left bundle branch placement. This rv lead was explanted, replaced with the same model and will be returned for analysis. No additional adverse patient effects were reported.